Event description:
It was reported that the right ventricular lead (rv) lead was explanted due to failure to capture and noise. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.